Manufacturer narrative:
Product event summary: data files were returned and show no system notices or issues for the date of the event. No product was returned for investigation and a clinical issue was encountered during the procedure with no product malfunction reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, while ablating in the right superior pulmonary vein (rspv) after about eighty seconds, weakening of the phrenic nerve was observed. Double stop was performed and it was noted that phrenic nerve palsy (pnp) occurred. The patient had not recovered from pnp when leaving the operating room. The procedure was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.